Event description:
The tip broke off in patient during surgery.  The broken tip was returned with the instrument.  Neither patient injury nor medical intervention has been reported.

Manufacturer narrative:
(B)(4). The complaint sample was provided, which included the broken tip. An evaluation of the instrument was performed. The instrument was manufactured in november of 2008, and may have been in use for five years. A magnified view of the instrument shows that the cutting areas are extremely worn and damaged. The hardness of the instrument was measured and found to be at 44.0 hrc, which is within specification (43-48 hrc). A review of the device history record (DHR) was performed for this lot. There were no issues identified with the material or manufacturing process that would have contributed to the reported issue. The root cause was determined to be overloading of the (B)(4) by the customer during use, which caused the tip of the instrument to break off.